Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber #(B)(4) a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was used to perform proximal anastomosis of saphenois vein graft to aorta. The device was prepared according to instructions and handed to surgeon. When surgeon attempted to deploy device, the diaphragm remained partially in the device and would not deploy properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the delivery device, loading device as well as the seal. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the delivery tube. The seal was observed to be intact. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. No other visual defects were observed. Based on the return condition of the device, the reported failure "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was used to perform proximal anastomosis of saphenois vein graft to aorta. The device was prepared according to instructions and handed to surgeon. When surgeon attempted to deploy device, the diaphragm remained partially in the device and would not deploy properly. The hospital did not report any patient effects.